Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: 8 devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the reported pain could not be determined. Further information such as return of device, pathology reports, x rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Ts triathlon tka was revised removing all implants. Patient was revised due to pain.

Manufacturer narrative:
The following other devices were also listed in this report: tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# n4l29a. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# n4l40g. Tri ts baseplate size 3; cat# 5521-b-300; lot# vivt. Tri ts femur sz3 right; cat# 5512-f-302; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device and further information is not made available per hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Ts triathlon tka was revised removing all implants. Patient was revised due to pain.